Event description:
Medtronic is investigating production failure related to metal shavings found in a circuit board connector header. It may be possible for metal shavings in the connector header to cause a failure of the defibrillator to charge or to discharge. There have been no confirmed failures of distributed devices related to this issue.